Event description:
The tip of a novel inserter fractured and broke away from the instrument during surgery. The threaded section remains entrapped within the spinal spacer implanted in the patient. There are no plans to remove the foreign body at this time.

Manufacturer narrative:
The novel straight inserter is part of the novel spinal spacer system. It is intended to advance/ deliver the implant into the desired position. Previous testing found that this type of failure is the result of excessive lateral bending in order to manipulate the implant into final position. The testing illustrated that forces required to fracture the assembly are within the capacity of the surgeon strength. In order to reduce this type of occurrence the inserter has been redesigned strengthening the connection and better distributing the load among the supporting structures. The international customer reported the patient suffered no ill effect.